Event description:
It was reported that the patient experienced stimulation in the legs rather than in the buttock region. Impedance readings were >4000 ohms on some of the bipolar pairs and on all pairs with electrode 0 were >4000 ohms. The manufacturer's representative was able to reprogram around the electrode 0. After reprogramming, the patient was doing ok. Longevity calculations were performed to estimate ins battery life. Program 1: 2.2v, 240 pw, 30hz, 608 ohms program 2: .6v, 210pw, 30hz, 314 hz= >120 months.